Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of a questionable low valproic acid (valp2) result from the cobas 6000 c501 module. The initial result was 0.8 ug/ml with a data flag and was reported outside of the laboratory. The repeat results were 30.1 ug/ml and 45.4 ug/ml. The repeat results on 27-oct-2022 were 51.1 ug/ml and 45.2 ug/ml. The reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The calibration and qc data were acceptable. The analyzer alarm trace did not show any serious alarms.

Manufacturer narrative:
Medwatch fields a2 - age at time of event, 2 - date of birth, a3 - sex, b3 - date of event, and medications were updated. The results of 30.1 ug/ml and 45.4 ug/ml were obtained on (B)(6) 2022. The reagent lot number was 598405.